Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to a high blood glucose of 630 mg/dl and life-threatening ketones. Prior to the hospitalization, the customer administered a manual insulin injection in attempt to address the high bg. The customer was treated with manual insulin injections while in the hospital and was released the same day with no permanent damage and reported issue was resolved. The cause of the reported issue was unknown. A system check was performed by technical support and was determined that the pump was functioning as intended.